Event description:
7mm curved vacurette curette broken in package and not identified prior to insertion into uterus. Dr. Realized something was wrong and pulled out curette and noticed it was broken. Uterus perforated secondary to defective curette.